Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: unable to perform complaint lot history check for needle hub separates and breaks off during use (in skin) due to unknown lot number. This is a mds product, risks, hazards and harms are captured under the umbrella of risk management document (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle hub separates and breaks off during use (in skin) due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringes 1 ml s/t u100 25 g 1 in experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 329622, batch no: unknown. Pharmacist stated, consumer reported when withdrawing needle after injection, needle and hub remained stuck at injection site, (stuck in stomach). Stated, consumer was able to remove it. Did not seek medical. Pharmacist did not have lot information only catalog. Provided case number to give to consumer to call back in. A pt. Reported her "insulin syringe tip detached from barrel upon injection.